Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A comet wire was introduced for dfr of the lad. Following pre-dilation with a 2.5mm emerge balloon, the 3.00 x 16 mm synergy xd drug eluting stent was advanced over the comet wire. The device was difficult to advance and when it was being removed, the stent started to come off the balloon. Everything was removed and the procedure was completed with a new wire and stent. There were no patient complications.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Examination of the crimped stent via scope found evidence of stent damage with the struts being lifted at the distal section. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic inspection of the outer and inner lumen noted that the inner was bunched. The bumper tip was very damaged with a portion of it missing. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The device could not be loaded and tracked over a 0.014-inch guidewire.

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A comet wire was introduced for dfr of the lad. Following pre-dilation with a 2.5mm emerge balloon, the 3.00 x 16 mm synergy xd drug eluting stent was advanced over the comet wire. The device was difficult to advance and when it was being removed, the stent started to come off the balloon. Everything was removed and the procedure was completed with a new wire and stent. There were no patient complications.